Manufacturer narrative:
Product ID: 3889-28, lot# 0214786321, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 3889-28, lot# va111ax, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. Analysis of the first lead (0214786321) found no significant anomalies; the lead body was stretched and the lead conductor was broken due to overstress/damage. Analysis of the second lead (va111ax) found no significant anomalies; the lead body was cut through and segmented. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0214786321, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot#: unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 05-dec-2021, UDI#: (B)(4); product ID: 3889-28, serial/lot #: unknown, ubd: 05-dec-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary incontinence. It was reported that the patient¿s device was explanted because the patient stopped feeling the effect of the therapy and their symptoms came back. The patient didn't want to have the implant if there's no improvement on their quality of life. It was noted that in 2018 the lead was broken and couldn¿t be explanted. A new lead was implanted in order to try to find a better response. Even with this new lead the patient didn't feel any improvement. In (B)(6) 2019 the ins and both of the leads were explanted. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 3889-28 lot# 0214786321 serial# implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6)2014 explanted: (B)(6)2019 product type lead if information is provided in the future, a supplemental report will be issued.